Manufacturer narrative:
Product analysis: observations: complaint was confirmed; functional evaluation identified leakage at the distal tip of the instrument. Microscopic examination identified distal marker band deformation. After moving the distal marker band , a stylet puncture of the inner tube is identified. The ibt was received with slight bend. Conclusion: the above observations are consistent with inner tube puncture due to stylet re-insertion while ibt was bent.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at l1 and l2. During the surgery, it was reported that one of the balloons was inflated to 200 psi with 2cc of contrast when the physician noticed "blood flowing back through the syringe and pressure at 0" and it was noted that a balloon rupture had occurred in the vertebral body. According to the report, the patient was not allergic to the contrast medium and no balloon fragments were left in the patient. X-rays were also taken intra-operatively to confirm the event. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.